Event description:
The ins was replaced. Additional information has been requested.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). (B)(4).